Event description:
It was reported when using the bd vacutainer® est z (no additive) plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "we have been alerted by several departments of the hospital centre of a lack of vacuum for purge tubes (ref (B)(4) of batch 2056870."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® est z (no additive) plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "we have been alerted by several departments of the hospital centre of a lack of vacuum for purge tubes (ref 362725) of batch 2056870."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® est z (no additive) plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "we have been alerted by several departments of the hospital centre of a lack of vacuum for purge tubes (ref 362725) of batch 2056870.".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-20. H.6. Investigation summary: bd received 11 samples from the customer in support of this complaint. The 11 customer samples along 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was unable to confirm customers indicated failure mode based on the returned and retained samples test results. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored.